Event description:
It was reported that the ultrasonic core broke. An ekosonic endovascular device, 135x50cm was selected for use. During the procedure, the catheter was in place inside the patient's leg, and the ultrasonic core was loaded. Something felt loose, so the ultrasonic core was pulled out, and it was discovered to be broken in half. The catheter had to be removed to pull the remaining portion of the ultrasonic core. A new ekosonic endovascular device, 135x30cm was opened to complete the procedure. No patient complications were reported.